Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#:(B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 25-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 1048 mcg/day) via an implanted pump. The patient¿s medical history included a previous spinal cord injury. The indication for pump use was intractable spasticity. On (B)(6) 2019 the hcp was unable to aspirate the catheter during the pump replacement procedure for expected eri (elective replacement indicator). There were no environmental, external, or patient factors that may have led or contributed to the issue. During the procedure, the hcp attempted to aspirate from the cap (catheter access port) and then cut the catheter. He was unable to get more than a couple of drops. A revision kit was used to revise the catheter. He then elected to back table prime the new pump before connecting to the new pump segment and waited 19 minutes for the back table prime to complete. He then connected the new pump segment to the new pump and attempted to aspirate from the cap. He elected to prime half the total catheter volume and monitor the patient for 24 hours in the hospital. It was unknown if the issue was resolved at the time of this report. It was indicated that the hcp had no further information to provide regarding the event. It was noted that there was no concern with the pump. The pump was due for replacement. No patient symptoms were reported and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.